Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): k171712. Investigation is still in progress.

Event description:
Description of event according to initial reporter: the patient attended the department for an ivc filter insertion. During the procedure, an ivc filter was planned to be inserted via the transjugular approach. However, during the first attempt at the ivc filter insertion, the struts of the filter were noted on only partially open despite multiple attempts at repositioning and redeploying the filter. I made a decision to remove the first ivc filter and to use a new cook celect ivc filter instead, thinking that the first filter was faulty. The second ivc filter ((B)(4)) was deployed and was again noted to have partially opened struts; a CT scan was done and the filter needed to be repositioned higher in the ivc. At this point, I used a cook gunther tulip retrieval set to remove the filter. A new cook celect platinum ivc filter was then inserted and this was now noted to fully deploy with opened struts. Patient outcome: the patient remained well during and after the procedure, no new issues were reported after the ivc filter insertion.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: it was reported that during insertion of a celect-pt filter it did not expand as intended despite multiple attempts at repositioning. The filter was resheathed and removed from the patient and a new device was used instead ((B)(4)). The second celect-pt filter was deployed and was again noted to not expand as intended. A CT scan was done, and the filter needed to be repositioned higher in the ivc. At this point a gtrs was used to remove the filter. A new device was used and completed the procedure successfully ((B)(4)). It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. There are adequate controls in place to ensure the device was manufactured to specifications. According to the instruction for use potential adverse events that may occur include, but are not limited to, the following: failure of filter expansion/incomplete expansion no product was returned and no images from the first filter attempt were provided but from the provided information the filter was placed in the ivc that was not suitable for deployment/placement which the successfully expansion of the third filter in a higher position in the ivc also could indicate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.